Event description:
This is a report of a home patient (hp) who experienced peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The patient experienced cloudy effluent as a result of the peritonitis. The patient was not hospitalized for the event and treated at home with unspecified antibiotics. On a later date, the patient recovered from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The event of peritonitis occurred on an unknown date in (B)(6) 2013. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.